Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks and went to the hospital. A field representative was called to the hospital to interrogate the s-ICD. When the field representative arrived, the patient experienced a vt at a rate of 160 bpm and the hospital staff externally cardioverted the patient. A review of the s-ICD memory revealed stored episodes that captured the patient in a slow ventricular tachycardia at a rate around 160 bpm. There was t-wave oversensing during the vt which resulted in detection and the delivery of an initial inappropriate shock. This inappropriate shock resulted in the arrhythmia increasing into ventricular fibrillation (vf). Subsequent shocks were delivered which converted the patient into normal sinus rhythm. Boston scientific technical services (ts) was contacted and discussed that although the shocks were deemed inappropriate by the rate of the arrhythmia, they could be deemed clinically appropriate based on the arrhythmia. Additional troubleshooting was discussed. Additional information was received that on the day of the episodes, the patient, who was on amiodarone, was symptomatic and was self-dosing with their medication. Then the patient quit taking it entirely. It is believed that this is what was the cause for the slow vt. The patient was rescreened and passed in the primary and secondary sensing vectors. Automatic set up with the s-ICD was performed and the secondary vector was chosen. The physician elected to program the s-ICD with the conditional zone at 170 bpm and the shock zone at 220 bpm in secondary. The physician also changed the patient's medication to mexilitene. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that two weeks later, the s-ICD was explanted and successfully replaced with a dual chamber transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.